Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type extension. Product ID 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient. Product ID 3093-28, lot# j0542903v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
It was reported that the patient verified her old system was removed in 2013. The devices eroded through her skin, a plastic surgeon removed device. It was later reported that the patient received a survey for complaint record. She had nothing more to add. The patient had new ins (stimulator) since (B)(6) 2015 and was having no therapy issues at this time.